Event description:
Boston scientific provided the following information: it was reported that this right atrial (ra) lead was explanted due to fracture. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.